Event description:
Allegedly, primary surgery was performed in (B)(6) 2008. After the surgery, the surgeon found the loosening around the cup when the patient received the routine medical checkup. But the patient didn't have pain. So revision surgery was performed in (B)(6) 2013. As the observation of diseased site, the portion of cup had become bone in-growth. Head-neck junction changed to black. But stem-neck junction was beautiful. The hip joint had been filled by shattered tissues. Do "hitting failure of cup" relate to "loosening"? The parts are not consignment parts. Medium activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00221, 00222, 00223.